Event description:
The customer reported that the probe leaked and overflowed into the reagent vials while performing type and screen testing on the ortho provue analyzer. The provue analyzer posted an error message indicating the inability to identify liquid levels. Fluid leak may lead to dilution of sample/ reagent, carry over and or / cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, aborted the run, and prevented the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the pressure in the fluidics system was out of specification and the top of the waste cap was cracked. The fe performed the appropriate replacements and repairs, returning the analyzer to expect operation.